Event description:
On (B)(6) 2013: customer reports via phone that staff reported the errors and fluoro failure during an undetermined urology procedure. Staff moved the patient to another room where procedure was completed without further incident. No reported injury. Customer did not provide patient or procedural information other than to say the patient is fine.

Manufacturer narrative:
Customer reported an error 11 and an error 53. Rebooting did not remove the errors. Tech support advised customer to reboot from their 480v breaker, but again no change. Tech support advised a field service engineer visit to evaluate the errors. On a follow up phone call, customer reported they had replaced the fuses in the generator and the system was functioning without any issues.